Manufacturer narrative:
Plant investigation: the actual sample was received at the manufacturing plant without the original packaging. A visual inspection was performed and a separation between the heparin line to the red ¿t¿ connector was confirmed; there was no application of solvent found in the red ¿t¿ connector. The reported issue was confirmed. Additionally, a dimensional test was performed on the components of the returned sample and was found to be within specification.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The leak was visually observed where the heparin line connects after the arterial blood pump to the line set. The patient¿s estimated blood loss (ebl) was approximately 1 ml, as it was a small drop of blood and the remainder of the blood was returned to the patient. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with the new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.